Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii/IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old asian female patient underwent revision breast augmentation with 270cc unknown gel implants smooth on both sides and experienced bilateral capsular contracture; baker grade iii/IV postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number 3501645 on (B)(6)2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On august 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic evaluation of the returned device. Visual inspection of the returned sample determined that two (2) tears were observed on the anterior aspect of the siltex mod+prof xtra 270cc breast implant, tear (a) measuring approximately 0.1 cm and tear (b) measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for patient's side implanted with lot number 7623303. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 21, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As no response was provided regrading product mismatch, the following information has been updated: product code was updated from unknown gel implants smooth to catalog number tmpx270 since lot 7630746 (updated under field d4) has been populated. Implant side was updated from left to b (see manufacturer reference number 1645337-2023-06513). Product code was updated from unknown gel implants smooth to tmpx270 since lot 7623303 was populated. Implant side was updated from right to a. Corresponding fields under section d have been updated on this form accordingly. This supplemental report is for lot number 7623303. Manufacturer¿s reference number: (B)(4).